Event description:
Legal case ¿ USA (mdl no. 3044). Patient ID: + right knee. (B)(4) is associated with this case. It was reported via legal documentation that approximately 26 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, instability, aseptic loosening. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0019-2022. 244-22-13 - optetrak hi-flex tibial insert sz 2 13mm. Serial: (B)(6). 510k: k033883. UDI: (B)(4). Product code: jwh. X-ray: no. Operative notes: no. Concomitant devices: (B)(6) 203-90-01 - 11-2624 powerpro sawblade. (B)(6) 204-34-08 - fluted stem extension 80l x 14 mm. (B)(6) 201-46-10 - holding pin headless 3"" (4 pk). (B)(6) 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t. (B)(6) 204-70-00 - tibial stem ext. Screw.

Event description:
It was reported via legal documentation that approximately 26 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, failure of implant, implant pain, and prothesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.